Event description:
It was reported that (1) er320 was used during an lap chole procedure. It was reported by the rep that the clip applier misfired several times and did not form clip. Two clips would come out at once. A second er320 was opened. The case was completed without incident. There was no consequence to pt.